Manufacturer narrative:
This lead's reporting status is changed to serious injury from malfunction due to surgical intervention to resolve the clinical observation.

Event description:
The lead subsequently was capped and surgically abandoned, and replaced with another right atrial lead with no adverse patient effects. A boston scientific field representative reported that a possible fracture near the lead's terminal pin was identified by visual inspection.

Manufacturer narrative:
This report will be updated if additional information is received.

Event description:
Boston scientific crm received information from a health care provider (hcp) that this right atrial lead was associated with intermittent high out-of-range pace impedance measurements, and noise that resulted in atrial tachycardia response mode switches for the patient's device. A boston scientific technical services consultant (ts) discussed troubleshooting techniques. The hcp reported the device's sensitivity was reprogrammed to a less sensitive setting. No adverse patient effects were reported.